Manufacturer narrative:
Product involved in incident was returned for evaluation. Dhrs were reviewed and no records confirming the defect were observed. In both archival and returned samples, all pen needles were straight and complete. Nonconformities that could cause the defect were not observed. The defect is not confirmed. Root cause analysis was not conducted. No CAPA initiated.

Event description:
Customer called because he has had about 12 pen needles that were bent after removing the safety cap. The needles weren't used, they were brand new. He said the needles were bent at a 90-degree angle. He disposed of them in his sharp's container. He's had the pen needles for about one week. He believes there is a manufacturer defect. Customer is using novolog and basaglar kwik pens. Verified that he is placing the pen needle on his insulin pen, twisting it, then removing the clear top by pulling it. He also noticed that the blue safety cap wasn't there to cover the needle. He stated the clear cap was the only cover on the pen needles. Walked customer through checking a pen needle and both safety caps were visible, and the needle wasn't bent. Lot z56w2 - 2024-10-01. Product 238131. Replaced devices and sent rl.